Manufacturer narrative:
(B)(4). A sample for evaluation is expected but not yet received. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking in the upper right corner, on the printed side. The leak was discovered before being delivered to the end user facility. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. Visual inspection found the bag contained ingredient and label residue, indicating it had been filled. Additionally, witness marks were noted on the fill port tubing, indicating the one time use clamp had been closed after the bag had been filled successfully. Functional testing identified the reported condition as an extremely large leak, spraying water from the top right corner of the eva bag. The leak was immediately identified without manually squeezing the bag and would have been obvious if present during bag filling. Magnified inspection of the leak location identified a deep corner/ edge gouge with a large puncture to the interior of the bag. Based on evaluation, the puncture/gouge and resulting leak were determined to have occurred during the handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.